Manufacturer narrative:
Section b3: date of event is estimated. Section d6a: implant date is unknown.

Event description:
It was reported that the ipg was inoperable and unable to communicate with external devices. Patient regularly recharged the ipg; however, over time had to be recharged daily and eventually became unable to be recharged. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section: h6 - adverse event problem (refer to coding manual): health effect - clinical code updated.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient stated that prior to the ipg becoming inoperable, the ipg needed to be recharged more frequently. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. The battery capacity exceeded the expected calculated stimulation time. The ipg charged normally with lab equipment.